Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No number ramping anomaly was noted. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer did not know the blood glucose reading. No significant events leading to the alarm were observed. The customer stated that during a bolus attempt, the numbers started going up and up and would not stop prior to the alarm occurring. She stated that she was unable to do anything with the insulin pump thereafter. Advised replacement of the insulin pump. Nothing further reported.